Event description:
Nerve graft was found to be broken when sterile package was opened.

Event description:
Nerve graft was found to be broken when sterile package was opened.

Event description:
Nerve graft was found to be broken when sterile package was opened.